Event description:
Original order (B)(4) pin snapped during average use. Client is under weight limit. Picture attached, please hold for nic ong upon approval.

Event description:
Original order (B)(4)/ invoice (B)(4)/ serial number (B)(4)/ pin snapped during average use. Client is under weight limit. Picture attached, please hold for nic ong upon approval.

Manufacturer narrative:
(B)(4) - - initial mfg report # 1525712-2015-000632 was submitted to the FDA on (B)(4) 2015 indicating the manufacturer as unknown. The actual manufacturer is dolomite ab. The following sections have been corrected: (B)(4).